Event description:
The international customer reported that after the v60 touch panel was calibrated, it was adjusted again, but an error occurred. There was no patient involvement.

Manufacturer narrative:
(B)(4).